Event description:
It was reported that during the review of the equipment, it was detected that the product does not cut correctly. The event did not occur during surgery and there was no patient involved. Due diligence has been completed for this complaint and no additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device has been completed, a final/follow-up report will be submitted.

Event description:
No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: foreign: spain. This medwatch is being filed to relay additional information. Review of the most recent repair record determined there was corrosion inside the swivel, the swivel was not rotating, the reciprocating arm was worn, the unit was out of calibration at all readings and the control bar position was not correct. The reciprocation arm, swivel, shaft bearings, sleeve bearings, and ball bearing were replaced. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.